Event description:
Customer reported that the serter seemed to have something stuck because she was unable to push the serter down on table to load the sensor. Customer stated she was with diabetes educator and trainer. During troubleshoot; customer was instructed to press the green button on serter and shake and customer stated that both her and the trainer were unable to release the object from serter. Blood glucose is 240 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.